Manufacturer narrative:
The device was returned to zoll medical canada's service department and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing and defib stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed errors that appeared together during the event and have not appeared since, it is likely that the issues are related and are indicative of a communication issue between the device and the multifunction cable. Visual inspection of the multifunction cable did find evidence of fretting that can cause communication issue between the multifunction cable and the device. The multifunction cable was replaced to reduce the probability of reoccurrence. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device restart/reboot itself and failed self-test for defib function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.